Event description:
It was reported that during an un-specified procedure, a perforation occurred which required treatment with a graftmaster stent. The 3.0 x 16 mm graftmaster was first placed in the ramus vessel, but did not completely seal the perforation. The 3.0 x 12 mm graftmaster stent delivery system (sds) was then advanced, but could not cross to the perforation. Dilatation was performed and a 3.5 x 12 mm graftmaster stent was placed, and the perforation was sealed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.